Event description:
Client reports that while he was driving downhill in his yard the front foot plates of his wheelchair got caught on a tree root. His foot slipped and was caught under the footrest as the chair tipped forward. The clients left femur was subsequently broken.

Manufacturer narrative:
This is a clear case of the end user abusing the equipment. The chair was evaluated by the dealer and no defects were found the only parts that need repair are those that were damaged by the client.